Manufacturer narrative:
Complaint not confirmed. It was reported that the baseplate loosened due to infection, a caudal screw broke, and metallosis occurred post-op. The devices were not returned and no additional information was given. Given the available information, the failure of the screw is likely related to the loosened baseplate caused by infection. This created a patient specific event as the most likely cause of the screw breaking.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery was necessary due to an aseptic loosening of the baseplate. It was further reported that a caudal screw breakage and a metallosis occurred. A resection arthroplasty was performed to resolve the issue. 17-apr-2023 update dw: further information were provided that the broken screw had the part number ar-9145-36.